Event description:
It was reported that the customer's insulin pump had a keypad anomaly. Several buttons on the insulin pump were unresponsive. His/her blood glucose level was not reported. The customer heard a constant high beep. After a battery change the customer received an unexpected restart alarm. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected restart alarms noted during testing. The device passed self-test and unexpected restart error test. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stained end cap sticker, and cracked battery tube threads.